Manufacturer narrative:
Continuation of d10: product ID 8780, lot#/serial# (B)(6), mplanted: (B)(6) 2018, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the initial catheter placement at t10 was unknown.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID (B)(4) (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024; UDI: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (1000mcg/ml at 50mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was hospitalized in september due to other medical issues. During that admission, the admitting service consulted the managing pain physician to have them come and evaluate the patient¿s pump. On (B)(6) 2023 the physician performed a catheter aspiration study and found that the catheter was non-patent. At that time, they decided to go ahead and refill the pump and submit for prior authorization for a planned catheter revision. Thoracic x-rays on (B)(6) 2023  demonstrated that the catheter tip was at t10. The patient was taken to the operating room today ((B)(6) 2024) for planned catheter revision. The physician opened up the pump pocket. The pump and proximal segment were removed. At this time, the physician did not see any free flow of cerebrospinal fluid (csf). The physician then proceeded to open up the midline lumbar incision. They then noted that there was an obvious kink in the lumbar site. Once they freed the kink, there was return of csf flow. However, because the catheter was at t10 and not in the most optimal level for abdominal pain, the physician decided to replace the whole catheter. They were given a new catheter which was placed at the posterior t6. The new catheter was anchored and then tunneled to the existing pump pocket. The spinal segment was then attached to the new proximal segment and a new pump. The old pump was replaced prophylactically, as the elective replacement indicator was in less than 11 months. A catheter port aspiration was done before and after placing the new pump back within the existing pump pocket, which was positive for csf return. The incisions were then irrigated and closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included chronic pancreatitis and chronic abdominal pain. The patient status at the time of the report was alive with no injury.